Manufacturer narrative:
Correction: follow up clarification was received stating there was no allegation against the prismaflex st100 set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the pressure pod of a prismaflex st100 set during priming. There no patient involvement. No additional information is available.